Event description:
The customer reported a collimator iris too large error which occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced a wire in the hv (high voltage) cable. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.